Manufacturer narrative:
Part received. A review of the device history record. Device history lot: part # 03.130.010. Synthes lot # h455957. Supplier lot # na. Release to warehouse date: 27 mar 2018. Manufactured by synthes monument. No ncr's were generated during production. Device history batch null, device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation summary complaint summary: it was reported that on an unknown date, the two (2) stardrive screwdriver shaft/t4 50mm/self-retaining/hexagonal coupling (hxc) need to be inspected. The surgeon said that the device seemed to be bending. It is unknown if there was a surgical delay. The case was completed with no issues. There was no adverse effect on a patient. Flow: damage. Visual inspection: the stardrive screwdriver shaft/t4 50 mm/ self-retaining/hxc (part # 03.130.010, lot # h455957, mfg # 27-mar-2018) was received at us cq with the distal tip of the screwdriver twisted. The screwdriver does not appear to be bent however the device is deformed and twisted. This is consistent with the reported complaint condition. Therefore, the complaint is confirmed. Dimensional inspection: dimensional analysis was not performed as relevant features are deformed due to post-manufacturing damage. Document/specification review: the following drawing(s) was reviewed: stardrive screwdriver shaft t4, self-retaining hex coupling: 03_130_010 rev d. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the two (2) stardrive screwdriver shaft/t4 50mm/self-retaining/hexagonal coupling (hxc) need to be inspected. It is unknown if there was a surgical delay. The case was completed with no issues. There was no adverse effect on a patient. This complaint involves two (2) devices. This report is 1 of 2 for (B)(4).